Manufacturer narrative:
Exact date unknown, event occurred last fall based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having increased occurrence in difficulty charging the ipg following a non device related surgery. The patient was doing well post-operatively. The explanted device will not be returned per facility policy.